Event description:
It was reported that this pacemaker was operating in safety mode, and right ventricular (rv) lead fracture was confirmed. Subsequently, this pacemaker was explanted, the rv lead was surgically abandoned, and a leadless pacemaker was implanted. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that rv lead fracture was confirmed via x-ray, and located beneath the clavicle. Clavicular crush was suspected. No additional adverse patient effects were reported. The pacemaker was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was operating in safety mode, and right ventricular (rv) lead fracture was confirmed. Subsequently, this pacemaker was explanted, the rv lead was surgically abandoned, and a leadless pacemaker was implanted. No additional adverse patient effects were reported. Product return was requested.